Manufacturer narrative:
(B)(4). All the information included on this report is the only information that has been provided by the reporter.

Event description:
According to the reporter: after an orthopedic procedure, suture failure occurred resulting in a wound complication and subsequent infection, requiring operative management.

Event description:
The complication resulted in one revision of a total knee.